Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Pump displayed an invalid tx ID alert. Verify the alert number - alert 29. Tx ID/sn - (B)(4). Is the customer's tx connected to a dexcom receiver or another pump? - no. Is tx snapped securely into sensor pod? - yes. Is the correct tx ID/sn entered into the pump? - yes. Did the customer receive a replacement tx already for this issue/occurrence? - no. Is the customer's tx connected to the dexcom mobile app? - yes. Is the mobile app indicating ¿transmitter not found"? - no. Cts provided complete pump reset information. Caller chose to reset pump at this time. Was customer able to successfully start a sensor session after pump reset? - no. Resolution - cts replaced tx. Cts to send replacement sensor to maintain customer satisfaction. Cts to submit expedited overnight shipping request for tx and sensor per customer request.